Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient called to report that he has had his aus for two years and he feels like it is not working properly now. Patient states that he is leaking more and that when he cycles his device he does not feel like it is staying open long enough to empty fully. Patient liaison recommended that he contact his physician for assessment. He asked for assistance in finding a prosthetic urologist as he does not have access to his original implanter. He will contact patient liaison if he has further questions or concerns.